Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-20967. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified. Observed an opening extended on anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g4. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported, "attempting to install a te in patient's left pocket when a deflation occurred." The device was not implanted.